Event description:
It was reported that the right ventricular lead exhibited high pacing threshold and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the distal coil was exposed and could have caused the reported high lead impedance. An x-ray revealed that the distal coil was fractured.